Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient awakened to a hard, fast heartbeat. The patient went to the hospital to get the device checked and the hard, fast heartbeat was radiating to the neck. When the device was checked, the physician did not see any episodes; however, some settings on the device were made. The device remains in use. No further patient complications have been reported as a result of this event.